Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that the balloon got burst. The 80% stenosed target lesion was located in the severely tortuous and severely calcified left circumflex artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for treatment. During the procedure, the balloon could not cross the lesion and got burst. The procedure was completed with another of same device. There were no complications reported and patient is stable post procedure.